Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, (B)(6).

Event description:
It was reported that the patients implantable pulse generator (ipg) mid back wound was opened. Symptoms noted are bleeding and clear liquid oozing due to it not healing properly. The patient underwent a spinal cord stimulation (scs) explant procedure and was doing well postoperatively. The explanted devices were discarded per facility policy.